Event description:
It was reported that the wrench would not engage on the immer skin graft mesher, it was not aligned with the shaft. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/13/1999 and was last repaired on 01/16/2012 for a non-related issue. Evaluation of the device observed the comb was bent and the ratchet gear was worn. The customer returned a cutter and did not pass cutter evaluation. The cutter was returned to the customer as non-repairable. Prior to repair, the test mesh and calibration check was not performed due to the damaged comb. Repair of the device included replacement of the comb, ratchet gear, sliding pin, spring, shoulder bolts, belleville washer and cap nuts. The device has not been returned to zimmer (B)(4) or zimmer surgical for repair in two years; therefore lack of preventative maintenance most likely caused the worn ratchet gear, which most likely caused the customer's reported event. The device was serviced and returned to the customer.